Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the patient¿s ilet pump displayed ¿unable to proceed¿ during motor rewind attempts after a period off therapy due to lack of sensors, despite restarts and a factory reset, and a replacement device was initiated; the patient had been managing glucose with multiple daily injections and reported higher-than-usual blood glucose levels. Symptoms included hyperglycemia. Outcomes included continued insulin therapy by injection without hospitalization or medical intervention beyond troubleshooting and device replacement. Investigation included customer education on shutdown, data transfer limitations, and return logistics, along with replacement device dispatch and return of the original device for assessment. Investigation of this device the complaint confirmed and the issue identified a faulty chip on the mainboard. The issue was resolved after reflowing solder on the mainboard and the device operating as intended without any issues. The refurbishment department will replace the mainboard followed by the repair instructions.